Event description:
It was reported that customer experienced a low blood glucose level (bg) of 20 mg/dl; cause of low was unknown. Reportedly, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue. Customer required assistance from spouse to address low bg with glucagon inhaler. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.